Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall alarms that interrupted insulin delivery, with difficulty completing a supply change due to tubing remaining wrapped and adhesive interfering with insertion; after device restart and rewind, the user completed a dry run and then a full cartridge and infusion set change with support, and insulin therapy was resumed. Symptoms included hyperglycemia with a reported blood glucose of 424, fatigue, and dry mouth. Outcomes included a delay to insulin therapy until the infusion set and cartridge were successfully replaced. Investigation included communication with the user and analysis of the information provided during troubleshooting and follow-up. Investigation of this case revealed a mechanical problem consistent with a stalled motor and handling challenges during the infusion set change, which were resolved after proper setup and training. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.